Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm with a primed set. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition with minor scratches on the lcd lens screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be confirmed. The air detector was found to be defective. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.